Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On july 29, 2024, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio reflect meter was displaying an ¿error 2¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged error message began to appear on (B)(6) 2024. The patient manages their diabetes with lantus insulin. The reporter claimed the patient continued to take their usual dose of insulin in response to the alleged issue. On (B)(6) 2024, at 12:00 pm, the reporter stated the patient was ¿sweating real bad and shaking real bad¿. The reporter indicated the patient attempted to test their blood glucose with the subject meter but the alleged error message was displayed and an ambulance was called. When the ambulance arrived 20 minutes later, the patient was reportedly given sugar water and a shot in the leg by the emergency medical technician as treatment. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked through resolving the issue, however the alleged issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes after the alleged meter issue began. The subject meter could not be ruled out as a contributor to the event.